Manufacturer narrative:
The reported event of a stretched helix was confirmed. Visual inspection noted the outer helix was stretched out of specification and no anomaly was noted on the inner helix. The outer helix elongation is consistent with having occurred during procedure. Longevity assessments were normal. No other anomalies were found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2025. During mapping in procedure, it was found that right atrial (ra) leadless pacemaker (lp) helix was exposed and it was stretched when the protective sleeve was advanced to cover it. The ralp was not implanted and an alternate near at hand was implanted instead. The patient was discharged home.